Event description:
Additional information: it was reported that log file review found that the driveline was disconnected on (B)(6) 2022 at 10:11:13 to exchange the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a user error during the controller exchange was confirmed via analysis of the submitted log file. The controller event log file contained data from (B)(6) 2023 per the timestamp. The log file captured that the driveline was reconnected on (B)(6) 2023 at 10:31:41 while the controller was not connected to external power; the pump did not start operation at this time. The pump operated at the set speed shortly after the controller was connected to a 14v battery at 10:32:42; the pump could not restart operation when the driveline was inserted as the controller was not connected to external power. Aside from the noted user error on (B)(6) 2023, the pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event was determined to be the driveline being connected to the controller while the product was not connected to external power; it should be noted that the pump being stopped could have contributed to the reported patient condition. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-100667, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 08apr2021. The heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled ¿system operation¿, states that the backup controller must be connected to external power before inserting the driveline when performing a controller exchange; this indicates that a system controller cannot restart pump operation while the controller is only being supported by the backup battery. This section also states that "failure to connect to a running system controller may result in serious injury or death" and explains how to replace the system controller and how to replace the system controller backup battery. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.